Event description:
Study event. Device malfunction: none, symptoms/ae: hypotension, time of symptoms/ae: during procedure after post-dilatation. It was reported that during right internal carotid artery stenting two rx acculink stents were implanted. Following post-dilatation, the patient developed hypotension that resolved three days later, after treatment with dopamine, prolonging hospitalization. No additional information is available. The lhr for this product was not reviewed because, the product was not returned to avs for analysis and the lot number was not reported.

Manufacturer narrative:
Rx acculink part# 1011339-30, lot# unk, referenced in b5 and d11 is filed under MFR# 3004742046-2007-00181.